Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit could not be cooled appropriately. Mixing pump was replaced. Circulation pump head was replaced as preventative maintenance. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device water temperature did not drop after 3 hours of use. As per review of wo on (B)(6) 2023, there was no impact to the patient. As per follow up information received via email on (B)(6) 2023, patient was treated with another machine. The device was under investigation.

Event description:
It was reported that the arctic sun device water temperature did not drop after 3 hours of use. Per review of wo on (B)(6) 2023, there was no impact to the patient. Per follow up information received via email on 13mar2023, patient was treated with another machine. The device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.